Event description:
It was reported that there was an increase in impedance, sensing difficulty, oversensing, and an apparent lead fracture. It was also reported that the patient received a shock due to noise on the egm. A lawsuit further alleged that the patient "sustained and will continue to sustain severe physical injuries, severe emotional distress, and economic losses and consequential damages". The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. It was reported that there was an increase in impedance, sensing difficulty, oversensing, and an apparent lead fracture. It was also reported that the patient received a shock due to noise on the egm. A lawsuit further alleged that the patient "sustained and will continue to sustain severe physical injuries, severe emotional distress, and economic losses and consequential damages". The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Impedance, high interference lead(s), fracture of oversensing sensitivity shock, inappropriate.